Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and hydromorphone for non-malignant pain. It was reported the patient mentioned that their device was not working. The patient mentioned that they went to the physician to program their device monday ((B)(6) 2026) or tuesday ((B)(6) 2026) and it worked for half a day and now the lockout was getting longer. The patient added that lockout hours varied. The patient mentioned their bolus would not work at all and only said connecting. The patient mentioned that the health care provider (hcp) increased their dosage, and they were supposed to be getting 6 boluses but now getting only 4. The patient restarted the myptm (patient therapy manager) application but this time was stuck at 90%. The patient cleared the data and was able to connect to the pump much faster. The patient was able to successfully deliver bolus and saw 3hrs lockout. Patient access therapy details and confirmed restriction of 4 bolus/ 24 hours and bolus per day of 4. The agent reviewed information and redirected to hcp to further address the concern.